Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d366 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, pressure dome membrane leak. No trend was detected for this complaint category. However, a corrective and preventive action has already been initiated for the investigation of pressure dome membrane leak. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
The customer called to report a system pressure dome leak during a treatment procedure. The customer aborted the treatment and did not return any blood/products to the patient. The customer reported that the patient was stable. The customer stated there were no other alarms prior to the leak. The customer reported that the operator running the instrument noted that the system pressure dome was a little loose. The customer was advised to clean the instrument and then cycle the power on the instrument. The customer reported that the instrument was working fine after cleaning and there were no alarms after powering the instrument on. The customer also reported that at further inspection, it was found that the system pressure dome was not loaded correctly. The customer elected not to return the kit for investigation.